Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of hardware low level failures from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm happened with every self-test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No error 63 was noted. The pump was received with a cracked select button keypad overlay and minor scratches on the lcd window.